Event description:
PICC placed in left basilic vein using 5 fr modified seldinger kit. 4 fr groshong PICC placed. Guidewire pulled back 2cm to redirect catheter. 2nd x-ray showed tip in svc went to attach hub and pull wire. Catheter had migrated up vein, unable to retrieve. To cath lab stat. Sheath, snare used. Catheter retrieved and wire pulled, hub attached.